Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a blank display after changing their battery. The customer stated the number 6 appeared on the screen and then disappeared. The customer also reported a battery out limit alarm occurring. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 160 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The motor assembly was found with moisture damage. No battery out limit alarm could be tested due to the blank display. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.